Manufacturer narrative:
The investigation into the reported low pump flow issues has been completed. Upon investigation of the pump, impeller damage was observed. There was no biomaterial, or any other abnormalities found. The root cause of the low pump flow issue was determined to be fractured impeller blades. The fracture was characteristic of an interaction with another device, such as the medtronic tavr/corevalve used in this case.

Event description:
The us complainant had an impella cp support ongoing with a patient with known corevalve. The md was aware and did discuss the placement of the impella was off label through the corevalve. The pump was positioned and was supporting when there was a coronary percutaneous coronary intervention (pci) issue that prompted the patient to be sent urgently to the or. The pump lost appropriate flows and upon explant and the team noted pump damage at the impeller motor/blades. There were no biomaterial, lv thrombus, or cannula kinks observed. The patient's act was reported to be between 160-180 seconds and no blood volume was given.